Manufacturer narrative:
On march 4, 2022, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed within the capsule and rupture could not be observed. As the product involved in this complaint was not available since was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Possibility of bia-alcl is considered when a patient presents with a late-onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology tests to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If the patient is diagnosed with peri-implant bia-alcl, an individualized treatment plan is developed in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends a surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. All confirmed cases of bia-alcl are reported to the FDA at https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where more comprehensive data can be submitted. Mentor is notified, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 320cc mentor memorygel breast implant and experienced breast implant rupture, and implant site hematoma on her left side postoperatively. He issue was diagnosed after physical. The patient underwent bilateral removal surgery on (B)(6) 2022. Since patient was found to have hematoma, the healthcare provider decided to allow her to heal before placing new implants.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and implant site hematoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 8, 2022, mentor received photo of the ruptured device. On february 16, 2022, mentor became aware that the patient developed late onset seroma in the left breast in addition to left side rupture. Biopsy was performed, which was negative for malignancy. Clinical code implant site hematoma has been replaced with seroma under field h6 on this form. Mentor also became aware that the device was discarded. Corresponding fields under section h have been updated. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: left rupture, and seroma. Manufacturer¿s reference number: (B)(4).